Manufacturer narrative:
Additional information was added to b5, h4 and h6. B5: the nurse disconnected the device without placing a stopper or luer cap on the distal end luer lock. As a result, the remaining contents leaked, and the device was found empty upon review. It was confirmed that the leak occurred after disconnection at the distal end luer lock. The customer also noted that the blue winged cap had not been secured to the luer at the end of the tubing, which led to the post disconnection leakage. H4: device manufacture date - the lot was manufactured between may 27-28, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a drop of fluid at the distal end of the flow restrictor when the cap was opened. The photos did not show image of "leak". Based on the event description and the review of the returned photograph, the customer re-iterated that the blue winged cap was not secured to the luer at the end of the tubing, hence the device leaked after disconnection. The reported condition was verified. The cause of the reported condition was a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device contained piperacillin/tazobactam in sodium chloride 0.9%. The leakage was identified when the device was returned to the pharmacy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.